Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. Visual inspection revealed that the battery compartment threads were cracked. There was visible corrosion in the battery compartment. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no power interruptions occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was observed inside the pump. The complaint that the pump had lost power was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.